Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a hyperglycemic event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother reported that the patient was experiencing uncontrollable hyperglycemic events and went to the emergency room. Patient's mother reported that she was unable to enter the patient's blood glucose (bg) value into the continuous glucose monitor (cgm) because the patient's bg value was outside the range of 40-400mg/dl. It is not known what the bg value of the patient was. It is not known who transported patient to the emergency room. No additional patient or event information was provided.